Manufacturer narrative:
Efforts to obtain additional complaint details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator was programmed to primary vector, which was thought to be the only option for this patient. Smart pass had been disabled approximately six months ago. T-wave oversensing was observed which resulted in multiple inappropriate shocks. A boston scientific technical services consultant documented and discussed the clinical observations and options for this patient. No adverse patient effects were reported.